Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn#(B)(4). Returned for evaluation was a 4fr wedge catheter. The catheter was returned with a 1.0cc syringe attached to the inflation lumen and a 5.0cc syringe attached to the injection lumen. The 1.0cc syringe is typically supplied with the catheter kit. The recommended volume capacity for the balloon is 0.60cc. The balloon was noted ruptured at the distal tip and is consistent with having been burst from over-inflation. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint that the balloon ruptured is confirmed by visual inspection of the device. The damage is consistent with having been over-inflated; however, the correct syringe was supplied and attached to the inflation lumen. The root cause of the complaint is undetermined.

Manufacturer narrative:
Qn#(B)(4). 7-7-15 additional information received from the registered respiratory therapist in the cath. Lab/ ep studies: physician documentation: "the case was complicated by rupture of an air-filled wedge balloon in the right atrium, with no sequelae identified at the end of the case. In attempting to cross the tricuspid valve, the balloon was inflated and deflated a couple times, with sudden rupture of the balloon. It was immediately removed from the patient's blood stream. The balloon material appeared to all be present, and a rupture was confirmed. Increased oxygen delivery was given for ~20 minutes to provide increased oxygen to the tissues."

Event description:
It was reported that while in the cath. Lab the wedge pressure balloon was pre-tested twice; the balloon inflated and deflated both time without trouble using the 1.0 ml controlled stroke syringe that is packaged with the wedge pressure catheter. The catheter was prepped and inserted by a seasoned user. The md inserted the catheter via the pt's femoral vein into the pt's right atrium. When inflating the balloon the balloon ruptured. As a result the md removed the catheter. Another catheter was not used. There is no info as to why another wedge pressure catheter was not used. There was no reported pt death, injury or complications. Medical/surgical intervention was not required. The pt was sent to recovery unit from the cath lab.